Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the procedure, the patient experienced abdominal pain and spasms and returned to the emergency room. The patient was admitted for observation and was treated with intravenous morphine and transitioned to oral percocet for the pain. The patient stated that too much trapped air was in her abdomen.